Event description:
It was reported that the patient with an artificial urinary sphincter (aus) implant device was experiencing recurring incontinence. It was reported that the device never worked and incontinence has been the same. The physician removed and replaced the device through replacement surgery, and there was no further patient complications reported.

Manufacturer narrative:
B3: date is unknown, so estimated date was entered. D10: concomitant product UDI for pump is (B)(4). D10: concomitant product UDI for balloon is (B)(4). H6: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Recurrent incontinence, and positional incontinence are acknowledged within the dfu and are not related to off label use or failure to follow instructions. The dfu provides guidance and instruction to achieve successful ams 800 implantation and to prevent altered therapeutic response. The dfu provides guidance and instruction to achieve successful ams 800 implantation and to prevent fluid leak. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.